Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported per the vad coordinator, the patient expired due to multi-system organ failure. It was reported; patient was admitted for decompensated heart failure. He initially did not respond to intravenous (IV) diuretics and required continuous veno-venous hemofiltration (cvvh) for fluid removal. He required pressors to maintain mean arterial presures likely due to cardiogenic shock. His renal function recovered, and he was able to void with the assistance of IV diuretics. His mental status progressively deteriorated, and he became hypoxic requiring noninvasive positive-pressure ventilation (nippv) for support. On (B)(6) 2019 he had an aspiration event requiring emergent intubation and went into overwhelming shock requiring multiple high dose pressors. Despite the rapid titration of drips mean arterial pressures remained 40-50s for a prolonged period of time. While on maximal ventilatory support he remained hypoxic. He had no evidence of neurologic response following the episode and due to his poor prognosis the family withdrew care. He expired on (B)(6) 2019.

Manufacturer narrative:
Section b2: correction. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account reported that the patient was admitted for decompensated heart failure. Initially, the patient did not respond to intravenous (IV) diuretics and required continuous veno-venous hemofiltration (cvvh) for fluid removal. Pressors were required to maintain mean arterial pressures (map) likely due to cardiogenic shock. The patient¿s renal function recovered, and the patient was able to void with the assistance of IV diuretics. The account reported that the patient¿s mental status progressively deteriorated, and the patient became hypoxic requiring noninvasive positive-pressure ventilation (nippv) for support. On (B)(6) 2019, the patient had an aspiration event requiring emergent intubation and went into overwhelming shock requiring multiple high dose pressors. Despite the rapid titration of drips, maps remained 40-50s for a prolonged period of time. There was no evidence of neurologic response following the episode and due to poor prognosis, and the family withdrew care. The patient expired on (B)(6) 2019, due to multi system organ failure (msof). The heartmate 3 lvad, serial number (B)(6), was not returned for analysis. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2018. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also lists multiple types of organ failure and dysfunction (including right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.